Manufacturer narrative:
(B)(4). Batch #: r93w7h. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the nslg2s25 device received the upper jaw damaged at the proximal side. In addition, the energy button was detached and not returned. A test button was reattached to the device and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Although no conclusion could be reached as to how the button detached from the device it should be noted that our manufacturing process verifies the presence and functionality of the device prior to shipping. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gynaecological procedure, the surgeon used the device and after 3 uses it was broken at the connection of the jaws. Another device was used. There were no patient consequences.